Event description:
A customer reported that their pump declared an altitude alarm 21 and had experienced this issue multiple times in the past week. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, tandem technical support arranged to send a replacement pump with updated software to the customer, provided instructions on using the g7 sensor, and advised them to return the problematic pump. The customer opted for multi-dose insulin (mdi) as a backup therapy and confirmed understanding of all instructions provided.